Event description:
Healthcare professional reported unknown side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side saline deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b).

Event description:
Healthcare professional reported right side deflation against a non-abbvie device. The device has been explanted. It has been determined that the device associated with this complaint is not abbvie. This record is no longer reportable to FDA and will be un-reported.